Event description:
The pt called to report that the pump had gone down and that there was insulin inside the cartridge chamber and the outside of the cartridge was wet. Pt could not tell if the cartridge was cracked.